Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false upstream occlusion alarm. The root cause was determined to be out of specification proximal pressure sensor resistance readings. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a condition of false upstream occlusion alarm. The reported condition was identified during powering on / setup. No patient injury or medical intervention was reported. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation is in progress. A follow-up MDR will be submitted when the evaluation results or if additional information becomes available.